Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
Sales rep reported system displays a hazy, poor image quality that is extremely blurry and "convoluted".

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of poor ultrasound image quality was unconfirmed as the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. The scanner was evaluated with the model 550 phantom (t11900271) and the image was found to be normal for a sr 8 scanner with the 20 mm gt probe. No other functionality issues with the equipment were found during evaluation/servicing. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
Sales rep reported system displays a hazy, poor image quality that is extremely blurry and "convoluted".